Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. At 1300, the device was programmed to deliver normal saline, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 1000ml, and the delivery was started. At 1800 during rounds, the customer contact reported the nurse noted that the device "sounded like and looked like it was infusing;" however, the IV bag was full. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.